Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp and removed and replaced the power cord due to the cord being frayed. The stm also performed battery run time test and all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the power cord of the cs300 intra-aortic balloon pump (iabp) was damaged. It is unknown under what circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.